Event description:
It was reported that t:slim x2 pump battery did not charge even though customer used tandem charging cable, wall adapter, and working wall outlet, and battery still did not charge after being left plugged in for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer reset pump, charger started working again, and technical support advised customer to call back if issue persisted, with no additional information received regarding the outcome of the event.